Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received unexplained no delivery alarm, they did not heard any alarms and harder to hear as well as act button did not respond on first attempt when priming. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.